Manufacturer narrative:
This event was previously reported under reference (B)(4).

Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. The impedances were jumpy, and a connection issue was suspected. An xray was performed, and the tip of the rv lead was not fully inserted into the header. A revision procedure was performed. The rv lead fell out of the header without manipulation and was reconnected. Defibrillation threshold (dft) testing was performed, and code 1005 was triggered during the high energy shock. Code 1005 indicates an open circuit with high out of range shock impedances. A header connection or lead issue was suspected, and the physician performed a complete system changeout. The ICD and rv lead are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. The impedances were jumpy, and a connection issue was suspected. An xray was performed, and the tip of the rv lead was not fully inserted into the header. A revision procedure was performed. The rv lead fell out of the header without manipulation and was reconnected. Defibrillation threshold (dft) testing was performed, and code 1005 was triggered during the high energy shock. Code 1005 indicates an open circuit with high out of range shock impedances. A header connection or lead issue was suspected, and the physician performed a complete system changeout. The ICD and rv lead are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.